Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient had the implantable neurostimulator (ins) implanted on her left side, but she developed an infection in 2006 so the device was re-implanted on the patient's right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.